Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
Correction to the previous report: previously, this report has been selected as "no" for report complete, however the device evaluation has been documented already. Now it has been changed to "yes". "Become aware date", "due date", "event date" and "device eval. By mfg?" Section has been updated/corrected. Also, coding sections were updated/corrected.

Manufacturer narrative:
Correction has been made for these following sections: "describe event or problem" (b5) section has been updated. Additionally, "product UDI", "product brand name", "operator of the device", "reporting institution phone", "reason device not evaluated", "report source", "manufacture date", "health impact grid", "usage of device" sections have been corrected/updated.

Event description:
A dreamstation auto CPAP device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the complaint was confirmed, and the device was scrapped. The service technician observed that error code e022 (err_motor_flux_magnitude) was present. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.